Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. A promus element, mr, ous 2.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts on the 1st proximal stent strut row was noted to be lifted and pulled in a distal direction. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17sep2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 2.50x38mm promus element drug-eluting stent was advanced but failed to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable. However, returned device analysis revealed stent damage.